Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's screen was unable to respond to either the stylus or the finger, and the programmer generated a beep sound every few seconds. It was noted that the printed circuit board (pcb) of the touchscreen was defective. It was also noted that the card bus pin was broken and cooling fan was noisy. The upper and lower handles were broken. The paper tray was nearly empty. An electromagnetic interference repair was performed as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen was unable to respond to either the stylus or the finger, and the programmer generated a beep sound every few seconds. There was no patient involvement.